Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI #: (B)(4), serial #: (B)(4), batch: a000080522.

Event description:
It was reported that the patient experienced ineffective stimulation. It is unclear which lead contributed to this issue. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which the lead was explanted and replaced.